Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Customer reported a potential false negative hcg result with a patient sample run on (B)(6) 2015 using the henry schein hcg urine cassette. The customer was a (B)(6) female whose urine sample was collected at 1 pm and a negative result was observed with the henry schein hcg urine cassette test. The customer reported that they then observed a faint positive result that showed up "20 minutes to a half hour later" with this patient's sample. At 1:30 pm the same day a quantitative test was performed and the result was 49miu/ml. Further quantitative results were run with the following results: on (B)(6) 2015 another quant result was 110 miu/ml; on (B)(6) 2015 another quant result was 1050 miu/ml. The patient's diagnosis and current condition: pregnant. No adverse events were reported.